Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). The taxus liberte' 2.75x38mm drug eluting stent was introduced and broke while attempting to advance through the tortuous and calcified distal rca. The procedure was completed with a 2.75x28mm taxus liberte' stent placed in the distal rca, and a 3.5x38mm taxus liberte' stent placed in the mid rca. No pt complications occurred. Pt status is satisfactory.